Event description:
Right hip arthoplasty with sulzer cup. Cup involved in recall. Cup reinserted after evidence of loosening; no evidence of infection. New sulzer cup in place to revise acetabular component. Well for brief period postoperatively for several months. Began to have increasing pain in right groin reminiscence pf prior experience. Pain progressively worsened. Bone scan revealed increased uptake around acetabulum. Work up for infection negative. Radiographs revealed radial lucent line on smith peterson lateral view. Classic finding of loosening acetabular component.